Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Omnipod insulin management system ¿ user guide. Model: ent450. 17845-5c-aw rev a 10/17. Checking your blood glucose 4 / page 36. Warning: test results greater than 13.9 mmol/l mean high blood glucose (hyperglycemia). Warning: if you get results below 3.9 mmol/l or above 13.9 mmol/l, but do not have symptoms of hypoglycemia or hyperglycemia (see "living with diabetes" on page 117), repeat the test. If you have symptoms or continue to get results that fall below 3.9 mmol/l or above 13.9 mmol/l, follow the treatment advice of your healthcare provider.

Event description:
It was reported the needle did not deploy; indicating the needle mechanism did not deploy as intended. The pod was not worn and no adverse patient impact was reported.

Manufacturer narrative:
The device was received and evaluated. The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 46 first prime pulses and was deactivated at 165 pulses. Upon removal of the top housing, the needle partially deployed. The release bar was held back due to the positioning of the firing flat. No score marks were observed on the underside of the top housing. Score marks were observed on the cam finger, indicating excessive friction between the slide insert and cam finger. This resulted in a failure of the needle mechanism to deploy the needle as intended. No other defects or deficiencies were found that would result in a failure of the device to deliver insulin.